Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2008. Approximately 2.5 months post stenting of the prox lad lesion (pre-dilated) and the 3rd ob mar lesion (no pre-dilation - direct stenting), the patient expired. "Accessing electronic medical chart discovered subject was deceased. Went online and found obituary." No additional event or patient information is available.

Manufacturer narrative:
The two xience v everolimus stent systems are being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Death is a known adverse event of coronary stenting procedures, and is listed in the IFU. There were no difficulties reported deploying the stent implants during the procedure. It cannot be determined how, if at all, the stent delivery system contributed to the patient death; however, there are no indications of a product quality issue.